Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes, high capture threshold measurements, and loss of capture. Reprogramming options were performed. Approximately a week after the implant, the patient presented to the clinic check-in, and the rv lead was found to dislodge. Additionally, it was noted that the pacemaker exhibited a loss of capture. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.